Event description:
It was reported the patient died approximately eleven months from device and lead implant. The cause of death has been requested and not received.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - battery depletion-normal. (B)(4) - proximal segment of the lead was returned and analyzed. No anomalies found, outer insulation cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) , proximal segament of the lead was returned and analyzed. No anomalies found, outer insulation cosmetic depression.